Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? I believe the stapler was closed, outside of the patient. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the adrenalectomy, the stapler was closed, outside of the patient, and would not open again, it¿s locked shut. The patient was reported to be fine, the stapler had been used prior to locking and reloaded and was working as usual. The stapler was not used again as it was no longer required. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent 10/7/2024. D4 batch #993c48. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, the jaws and trigger in the close position and a reload loaded on the device. The reload was received fully fired. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 993c48, and no non-conformances related to the reported complaint condition were identified.